Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, both proglide devices had suture breaks during suture retrieval. The sutures of two additional proglide devices were successfully replaced. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the successfully replaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional proglide device is filed under a separated medwatch report number. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report. Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices, using the pre-close technique, via a 6f sheath prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly, both proglide devices had suture breaks during suture retrieval. The sutures of two additional proglide devices were successfully preplaced. The sheath was upsized to 16f and the aaa procedure was completed. Hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.